Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis by a patient. The patient experienced peritonitis. On (B)(6) 2012, the nurse provided additional information: the nurse clarified that the patient experienced the onset of peritonitis on (B)(6) 2012. The patient was hospitalized. The causative organism was unknown. On (B)(6) 2012, the patient was discharged from the hospital. Pd therapy was ongoing. It was unknown if the cause of peritonitis was a break in aseptic technique. The patient was recovering from peritonitis. It was unknown if peritonitis was related to dianeal and extraneal solutions, or to baxter devices or disposable products. No further information was available, as the nurse did not receive a discharge summary from the hospital.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11l05093 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.